Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) to perform failure analysis. The unit was tested on an in-house system in normal mode without any errors. The unit was also tested on a patient side cart fixture test platform (pftp) where all related tests passed. System logs confirmed errors 23118, 23137, and 1177 pointing to axis 2 pitch. As a precaution, the pitch chipencoder virtual absolute (cva) would be replaced.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm). The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the clinical sales representative (csr) called the intuitive technical support engineer (tse) from offsite while conferencing in an operating room (or) staff member. The or staff stated that they were getting a persistent recoverable 23118 error on universal surgical manipulator (usm) 3 while trying to dock the robot to the patient. The customer reported that every time they attempted to move the boom for docking, the error would come up. The tse walked the customer through a hard power cycle on the patient side cart (psc) and had them exercise arm 3 with no change. The customer was able to disable usm 3 and manually position the arms to continue as a 3 usm procedure. The procedure was completed as planned with no reported injury.